Manufacturer narrative:
Follow-up #1: date of submission 6/13/016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings:. Black box show no evidence of a "no power" event prior to complaint date. Black box does shows evidence of cs 054 errors immediately following a cs 064 motor error on 11/20/2016. No battery cap returned. All testing performed with a test battery cap. Evidence of moisture behind display lens. Pump powers with a test battery cap to an audible tone, no vibration alert and a blank display. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Pump case cracked in upper corner of display area. Leak test shows leak at battery compartment crack and crack in pump case. Removed pump case. Evidence of additional moisture contamination throughout inside of pump. Several checklist steps fail due to internal moisture damage/blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.